Manufacturer narrative:
Correction: d5 previously stated lay user/patient; changed to health professional.

Manufacturer narrative:
The actual device was retained by the facility. They provided lot samples for testing. Forty 410-2000 were received in unopened original packaging; the reported catalog and lot numbers were verified. All the received devices are lot sample; the original complaint sample was not made available. Evaluation of the supplied photographs of the burn indicate that the application site was not prepared per the instructions for use. Two samples were taken for heat rise testing. Heat rise testing was found to be acceptable. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 12 complaints regarding 32 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to prepare the skin, at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 410-2000 caused a 1st-2nd degree burn on the patient. Additional information provided stated the procedure was performed on (B)(6) 2018. It was a left shoulder arthroscopic rotator cuff repair with an open bicep tendinosis. The procedure lasted 98 minutes. The burn was noticed after surgery when the drapes were removed. The pad did not have to be repositioned, there were no alarms on the esu. The patient was not wearing any jewelry, nor did they have any type of metal prosthesis. There was nothing unusual about the pad. The patient was treated with xeroform, loose 4x4 gauze and a loosely wrapped bandage. The procedure was completed as planned. The patient will be seeking corrective plastic surgery on his left thigh for the burns. This report is being raised based on patient injury.